Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rerg0453 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that she has had a catheter implanted for 10 years, in the left side of chest. A few weeks ago the patient's nurse broke the clamp and it was decided that the catheter needed to be removed. It was stated that after many attempts by the physician, the removal was unsuccessful. Physician stated the catheter could possibly be webbed and could have grown into the clavicle. The patient was schedule to see a surgeon on (B)(6) 2017, regarding the stuck catheter. A new catheter was implanted on the right side of the chest. No harm to the patient was reported.